Manufacturer narrative:
The instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, reportedly the valve was placed too low, resulting in symptomatic pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information: the patient¿s wife reported an update that the patient recently had a tee and a left and right cardiac angiogram with new physicians. She was told by the newly consulted physicians that the original valve appears ¿about a half inch too low and ¿they should have used a 29mm valve, not a 26mm valve¿¿. No additional intervention is planned at this time due to the patient¿s comorbidities. The patient¿s wife is in search of a 3rd consultation with a cardiologist/surgeon who might be willing to intervene. The patient was started on low dose lasix and his metoprolol dose was decreased. He is currently not on oxygen at home.

Manufacturer narrative:
(B)(4). The additional information does not change the previous conclusions.

Event description:
Additional information was received indicating the 26mm sapien 3 valve was explanted and replaced with a 25mm magna surgical heart valve.

Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl is unknown. However, may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a patient¿s wife, approximately 1 year post tavr, the valve that was implanted is, in her words, ¿leaking significantly¿ and she feels that her husband is at the same level of health as he was before the tavr. A tee was performed and she described that he now has pulmonary hypertension and an aneurysm ¿somewhere¿ in his heart. She also reported that his left ventricle is ¿just sagging¿. At the time of implant paravalvular leak was noted to be trace - mild and upon discharge it was also noted to be trace. 30 day follow-up tte showed mild - mod pvl.